Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(6). Device evaluation by manufacturer: the device was returned for analysis. The guidewire was broken/fractured approximately at 328.2 cm from the proximal end. The spring tip was detached and it was not returned. The device has the body kinked approximately at 321cm from the proximal end. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of middle of the device and proximal section were performed and were within specifications. Dimensional inspection of the overall length and od of distal tip were not performed due to the condition of the device.

Event description:
Reportable based on device analysis completed on 11jul2019. A rotawire was received with no reported issues. However, device analysis revealed a guidewire fracture. It was further reported that the guidewire was torn during testing and not during the procedure.